Event description:
Reportedly, during testing, the ventilator displayed a white screen. Upon replacing the single board computer on the ventilator, this issue was resolved. There was no pt involvement reported.